Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th may 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324bcct, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with fibertape® loop (blue), its tip of the anchor broke during insertion. This was detected during a right shoulder arthroscopic rotator cuff repair surgery on (B)(6) 2026. The procedure was completed successfully by using another new ar-2324bcct. There were no patient harm and no secondary procedure needed.